Event description:
After successful thrombolysis of av dilatation dialysis graft and after balloon was deflated, an attempt was made to withdraw the 8mm x 4cm balloon through the 6fr 5cm arrow sheath. During a second attempt the balloon separated from the fogarty balloon catheter. The detached 8mm x 4cm balloon and 6fr 5cm arrow sheath were successfully removed.